Event description:
It was reported that the device pocket was causing pain to the patient due to an inflammatory response to the device. The system was explanted and was not replaced. No adverse events occurred during the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.